Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6- type of investigation code, investigation findings code, investigation conclusion code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The field test failure did not reappear, the device met the functional test requirements required by the factory, the device has been used for 11,000 hours, 5,000 hours of maintenance is recommended.

Event description:
N/a

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that while using cs100 intra aortic balloon pump, the automatic inflation failed and device was subsequently replaced. No personnel injury occured.